Manufacturer narrative:
This is a final report. This case involves a training issue; therefore, does not involve a product malfunction, and no product investigation is necessary.

Event description:
The customer called adc customer service, and needed to know if he should have used test strips that were exposed to moisture. The customer reported they had two vials of freestyle classic test strips in a medicine bag containing a cold pack. One of the vials was open and the test strips fell out of the vial and into the medicine bag. The customer reported putting the test strips back into the vial and used them. In 2009, the customer's wife called the paramedics, because the customer had a seizure and then lost consciousness. The paramedics received a reading of 22 mg/dl on an unknown meter and treated the customer with unknown intravenous fluids. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.